Manufacturer narrative:
No excessive no delivery alarm during testing. Unit received with all operating currents within specification and passed functional testing including self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 485mg/dl. The customer states they treated with the insulin pump and performed set changes. Troubleshooting was performed and concluded that the alarm was caused by a connection issue with the infusion set. Customer was advised to discontinue use of the device and revert to a backup plan due to recurring no delivery alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.